Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4611 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting the catheter in this patient on (B)(6) 2022, the nurse wiped the guidewire with gauze upon removal and found that the guidewire was ruptured.

Event description:
It was reported that when inserting the catheter in this patient on july 19, 2022, the nurse wiped the guidewire with gauze upon removal and found that the guidewire was ruptured.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a nitinol guidewire. The depicted region of the guidewire included the transition, coil region and weld tip. A break was visible in the core wire within the coil/core region. The coil wire was elongated in the vicinity of the core break. The weld tip appeared to be intact. Guidewire damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing damage include retraction against the introducer needle bevel and tensile damage.